Event description:
An orsiro mission drug-eluting stent system was selected for treatment. When the stent balloon was removed, it broke off and a piece remained in the patient. Additional treatment was required to recover the piece.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided videos of the angiographic material were reviewed. The technical investigation of the returned instrument revealed that the device shaft has fractured into three fragments. All segments are severely deformed and both distal fragments are slit open axially over their entire length. The fragment of the guidewire lumen is severely elongated, indicating application of a high tensile force. The balloon fragment shows a u-shaped indentation on its proximal balloon shoulder which might have been caused by one of the three guidewires during withdrawal. The provided angiographic videos have been reviewed. The treatment of the target lesion in the medial lad is visible with three guidewires together with the complaint instrument. In one video, a deformed guidewire and a shortened instrument is visible at a bifurcation with the third guidewire. The actual complaint event (i.e. The fracture of the complaint instrument) is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no material or manufacturing related root cause could be identified. The root cause for the complaint event is most likely related to the handling during the intervention (i.e. Balloon being caught by one of the three guidewires at its shoulder and application of a high tensile force).

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided videos of the angiographic material were reviewed. The technical investigation of the returned instrument revealed that the device shaft has fractured into three fragments. All segments are severely deformed and both distal fragments are slit open axially over their entire length. The fragment of the guidewire lumen is severely elongated, indicating application of a high tensile force. The balloon fragment shows a u-shaped indentation on its proximal balloon shoulder which might have been caused by one of the three guidewires during withdrawal. The provided angiographic videos have been reviewed. The treatment of the target lesion in the medial lad is visible with three guidewires together with the complaint instrument. In one video, a deformed guidewire and a shortened instrument is visible at a bifurcation with the third guidewire. The actual complaint event (i.e. The fracture of the complaint instrument) is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no material or manufacturing related root cause could be identified. The root cause for the complaint event is most likely related to the handling during the intervention (i.e. Balloon being caught by one of the three guidewires at its shoulder and application of a high tensile force).